Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed, jammed and did not open. A field service engineer found mini drawer 1.1 stuck and did not open. Further, the fse guided the customer in clearing the medication jam and confirmed that the customer was able to clear the medication jam. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.